Manufacturer narrative:
Concomitant medical products: ICD: ddmb1d4 implant date: (B)(6) 2016 lead: 5076-52 implant date: (B)(6) 2016 lead: 6935m62, implant date: (B)(6) 2016. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650/ catalog #: 1650/ expiration date: 30-sep-2021 / serial or lot#: (B)(4) UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 11-sep-2020 labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650/ catalog #: 1650/ expiration date: 30-sep-2021 / serial or lot#: (B)(4), UDI #:(B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-sep-2020 labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple controller fault alarms when connected to two (2) batteries. One of the batteries connected to the controller flashed red during the alarms and review of logfiles showed that the battery was logging the battery identifier (ID) as zero (0) and appeared to have a stuck relative state of charge (rsoc). After both batteries were exchanged the controller fault alarm condition resolved and there were no further alarms since. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of bat930189 revealed that the battery passed visual inspection. As received, (B)(6) was completely depleted. Functional testing revealed that the battery was received in a sealed state. A communication error most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. Of note, testing revealed that (B)(6) registered a cycle count of 118. The sealed state does not impact the normal operation of the battery; the battery was able to charge on the test battery charger and provide power to the test controller. Log file analysis revealed three (3) controller fault alarms logged on 25/feb/2022 at 18:28:14, and on 26/feb/2022 at 00:50:14 and 13:27:50. Review of the data log file revealed that leading up to the controller fault alarm, a battery with a serial ID logged as "0" and cycle count of 118 had been the connected as either the primary power source or the secondary power source since 23:13:06 on 24/feb//2022. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 70%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported " battery identifier (ID) logged as zero (0)" event can be attributed to a communication error between the controller and battery, causing the battery to unintentionally enter a sealed state that prevents the cont roller from obtaining the battery's serial number. Possible root causes of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Additional products: brand name: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 28-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c04 h6: FDA conclusion code(s): d01, d02 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, return date: 28-mar-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: the controller (B)(6) was not returned for evaluation. Two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. As received, (B)(6) was completely depleted. Functional testing revealed that the battery was received in a sealed state. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. Of note, testing revealed that (B)(6) registered a cycle count of 118. The sealed state does not impact the normal operation of the battery; the battery was able to charge on the test battery charger and provide power to the test controller. Log file analysis revealed three (3) controller fault alarms logged on (B)(6) 2022 at 18:28:14, and on (B)(6) 2022 at 00:50:14 and 13:27:50. Review of the data log file revealed that leading up to the controller fault alarm, a battery with a serial ID logged as "0" and cycle count of 118 had been the connected as either the primary power source or the secondary power source since 23:13:06 on (B)(6) 2022. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 70%. Since the reported rsoc value did not decrease, the controller didn¿t switch to the secondary power source and no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. A controller fault alarm will be triggered if a battery is approaching 0% rsoc. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA (B)(4), the most likely root cause of the controller fault alarm event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.